Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: customer's observation was not replicated in-house with retention product. Retention products were tested with 25 miu/ml hcg urine cutoff control and 3 high level of hcg urine controls (205.2 iu/ml, 208.6 iu/ml and 216.8 iu/ml), all results were positive at read time and met qc specification. Retain product were tested with clincal negative urine samples, all results were negative at read time and met qc specification. Mfg batch record review did not uncover any abnormalities. Root cause could not be determined from the information provided.

Event description:
It was reported that on (B)(6) 2015, the distributor reported that the customer was receiving a very light line on both the test and positive control line of the consult hcg dipstick test. No further information was provided.